Manufacturer narrative:
Date sent to the FDA: 12/17/2020 attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Product code and lot? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the suture breakage? What is physician¿s opinion as to the etiology of or contributing factors to this event (recurrence of gastric axis torsion and post-op suture breakage)? Other relevant patient comorbidities/concomitant medications? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/21/2020. H6 component code: g07002 ¿ device not returned. Additional information was requested, and the following was obtained: product code and lot? The product code and lot was unknown, but 3-0pds was used the operation. What is physician¿s opinion as to the etiology of or contributing factors to this event (recurrence of gastric axis torsion and post-op suture breakage)? For patients who could not expect adhesions, non-absorbable sutures should have been used instead of absorbable sutures. What is the patient current status? The patient has been discharged from the hospital after 30 days of the operation. No recurrence has been reported. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the suture breakage? Other relevant patient comorbidities/concomitant medications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). To date, the device has not been returned. If the device, or further details are received at the later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic gastropexy on (B)(6) 2018 due to frequent occurrence of gastric axis torsion and the suture was used interrupted for fixation. The suture was placed as one stitch through the greater curvature side of the gastric fundus and the left diaphragm, and three stitches were put through the upper body of the stomach, the greater curvature side of the middle body of the stomach and the left abdominal wall. On (B)(6) 2019, the patient experienced recurrent gastric axis torsion, and an upper gastrointestinal endoscopic repositioning surgery required. On the next day, a laparoscopic gastropexy re-operation was performed. During re-operation, it was found that all the stitches, except for one used for fixture under the left diaphragm, had broken and fallen off. No adhesions were observed on the stomach wall and abdominal walls. During re-operation, interrupted re-suturing with other type of suture for fixation was done as total of 8 stitches were put on the greater curvature side of the gastric fundus and the left diaphragm, the upper body of the stomach and the greater curvature side of the middle body of the stomach, the greater omentum at the middle body of the stomach and the left abdominal wall. On (B)(6) 2019, 30 days after the surgery, the patient was discharged from the hospital and no recurrence was observed or reported. There is no additional treatment is planned.